Event description:
During follow-up in clinic, it was noted that the merlin programmer made an overestimation of the longevity of the device. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was tested on the bench and found the battery depletion to be normal. The device was found to be within estimated longevity. Device¿s battery voltage function was tested and found to be normal. The reported event of overestimation was confirmed. In april 2018, battery voltage was just exiting midlife, causing the programmer to overestimate the battery longevity of the device.